Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date was already reported in the maude report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Customer quality unit received a maude report forwarded from department of human services; this report is against user facility #(B)(4) and was received (B)(6) 2017 by cq manager. Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached. Original maude report was submitted by facility on (B)(6) 2017 after sales consultant reported the event on (B)(6) 2017: it was reported that a 1.1mm drill bit broke during a hamate fracture open reduction internal fixation (orif) on (B)(6) 2017. As the surgeon was drilling, the bit would not advance. It was discovered that the fluted portion of the bit had broken off inside the hamate (the bit broke where the flute meets the shaft of the bit). The broken bit fragment was left in the hamate. They continued on with the case with another drill bit. There was a reported few second surgical delay to take a few extra x-rays. The final construct was a plate and four screws. The young male patient was noted to have hard bone. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: stryker power drill, unknown double drill sleeve. This report is 1 of 1 for (B)(4).